Manufacturer narrative:
Product evaluation: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the fiber stopped working after (B)(4) joules and 10 minutes of use. The fiber tip (cap) was cleaned during the procedure. The fiber was exchanged, and the procedure was completed utilizing the second fiber ((B)(4) joules and 21:42 minutes expended). There was no patient injury reported due to this event.